Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerport MRI isp, and one catheter with cath-lock loaded onto it and an introducer needle were returned for evaluation. One electronic photo was also provided for review. Gross visual, microscopic, dimensional and functional evaluations were performed. The investigation is inconclusive for the reported catheter detached issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl products that are cleared in the us. The pro code and 510 k number for the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl products are identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two months post port placement through right internal jugular vein, the catheter allegedly detached. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl products that are cleared in the us. The pro code and 510 k number for the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl products are identified in procode and PMA/510k. (Expiry date: 03/2021).

Event description:
It was reported that approximately two months post port placement through right internal jugular vein, the catheter allegedly detached. The procedure was completed using another port. There was no reported patient injury.